Event description:
The customer contacted adc as he wanted to know if the meter shuts down itself and stated he did not feel good. He was sitting at the table eating dinner when he reportedly lost control, blacked out and fell from the chair spilling his food. The customer did not remember how long he was "blacked out. " the customer denied seeking medical attention. The customer also stated that he did not really know if the medical event was related to the adc products. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case does not involve a product malfunction. Since the medical event was related to a training issue, no product investigation is required. This is a final report.